Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected number scrolling during testing. Pump received with broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Customer also indicated that a low reservoir alert was received and cannot be cleared. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad and alert but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.